Manufacturer narrative:
The pump passed rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs. During prime test due to faulty force sensor resistor. There was no motor error alarm noted. The motor passed motor test. The pump had cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm and high blood glucose levels. It was reported that the customer has received no delivery alarms. The customer's blood glucose level at the time of incident was 145.8mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.